Event description:
Customer called to report the insulin pump was exposed to water when she jumped into the pool while wearing it. Blood glucose reading was 89 mg/dl. Insulin pump gave alert for battery out and alarmed for button error when the customer replaced the battery. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Unable to verify battery out limit alarm and button error alarm due to blank display. Insulin pump received with minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.